Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to a dislocation, approximately one year after the first surgery. The surgeon explanted centered glenosphere, humeral cup standard 36+6. The surgeon implanted eccentric glenosphere, humeral cup 40+9.